Manufacturer narrative:
The instrument has not been returned to isi for failure analysis therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm, adverse outcome or injury. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted surgical procedure, insufficient sealing was noted on the vessel sealer instrument. Prior to the reported issue, the vessel sealer was able to successfully complete a seal. The system did not generate an error. The system did generate appropriate audible tones for the sealing cycle/completion of sealing. The surgeon did visually see tissue cauterizing. It is unknown if the surgeon encountered any obstructions such as clips, staples, bone or other hard objects between the instrument's jaws. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the reported failure. The customer cut the integrated cord off; therefore, the vessel sealer could not be plugged into the generator. No functional energy activation test was possible to determine if the vessel sealer could deliver energy. Additional testing such as grip force testing and jaw gap inspection could not be performed either. Review of the dsp logs showed that only complete "cut" actions were performed by the instrument. Visual inspection of the distal end of the instrument showed no damage at the grip tips.